Manufacturer narrative:
Product ID: 2067, radio frequency programmer head. (B)(4).

Event description:
It was reported that the programmer had noise. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer had noise. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the programmer was returned. Medtronic (B)(4) service did not confirm the customer comment of "noise" but they did replace the link electronic module (lem) board. The lem board was calibrated, and handle covers and lem support were added per request from medtronic (B)(4). The hard drive was reconfigured and the software reloaded, all as per medtronic (B)(4) request. The programmer passed functional and systems tests, and no other anomalies were found. Product ID 2067 radio frequency programmer head; (B)(4).